Event description:
The system is not working, the computer can't start properly and the cyber tim software is not running. Seems the battery of the bios is gone.

Manufacturer narrative:
The problem was due to the computer. This computer did not start because the bios battery was damaged. After the replacement of the battery, the laser system returned to correctly work. We are unaware about patient injury.